Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and pelvicol was implanted; and on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent placement of contigen urethral implants on (B)(6) 2001. It was reported that patient underwent right ureterolysis with retroperitoneal dissection on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent a monarc sling implant, urethrolysis, posterior colporrhaphy, enterocele, repair, sacrospinous ligament vault fixation with mesh augmentation (posterior elevate) on (B)(6) 2014 due to sui, overactive bladder and vaginal prolapse. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/30/2016.